Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as the subsequent patient outcome, could not be conclusively determined through this evaluation. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1, ¿introduction¿, lists multiple organ failures/dysfunctions (including right heart failure, respiratory failure, and renal dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 6, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed right ventricular (rv) failure after the pump was exchanged. The patient passed away on (B)(6) 2025 due to multisystem organ failure. The pump worked as anticipated. This was all thought not to be related to the ventricular assist device (vad). It was unknown whether pump would be explanted or returned. Due to hospital policy, no further information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.